Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's lvad was exchanged due to severe hemolysis. Prior to the pump exchange, the pt had an acute renal injury. The surgeon reported that while performing the pump exchange, the outflow graft bend relief was found disconnected. It was reported that the outflow graft was too long and was twisted by 360 degrees. The pt left the operating room with an open chest and the pt expired two days later (ref MFR report#0002916596-2012-00521). The vad coordinator feels that the death was not related to malfunction of the pump, but rather due to sepsis. The pt had been on multiple pressors (medication), and the pt became bradycardic. Due to the pt's neurological damage, the pt was made dnr by the family.

Manufacturer narrative:
The attached user facility report ((B)(4)) was received from the intermacs registry. The device was returned to the MFR, and is currently being analyzed. The situation of the outflow graft bend relief being disconnected from the outflow graft is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice ((B)(4)) was sent to customers. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.